Event description:
Philips received a complaint from a customer that there was a patient burned. A procedure was done about a year ago. Physicist tested site and believed our dose displayed was much higher than actual dose output from fd20.

Manufacturer narrative:
Philips checked together with the physicist of the hospital the dose area product (dap) and air kerma of the system by performing a radiation safety test. The air kerma rate verification (frontal) passed the test, as well as the dap and air kerma indication (frontal). The conclusion of the radiation safety test is that the performance of the system is within specification: the air kerma rate verification demonstrates compliance with legal requirements regarding the limitation of the air kerma rate (FDA 21cfr1020.32); the dose area product and air kerma indication demonstrates compliance with legal requirements regarding the accuracy of the dose area product indication and the air kerma indication (FDA 21cfr1020.32, (B)(4)). We cannot investigate the cause of the injury any further as the customer does not provide a patient examination report. (B)(4). Contact office address (B)(4)..

Event description:
Philips received a complaint from a customer that there was a patient burned. A procedure was done about a year ago. Physicist tested site and believes our dose displayed was much higher than actual dose output from fd20.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.